Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation procedure, it was reported that there was noise on all of the intracardiac signals when this thermocool sf nav bi-directional catheter was connected. Changing out the catheter cable did not resolve the issue. Changing out the catheter resolved the issue and the procedure was continued and subsequently completed. There were no patient consequences. On (B)(6) 21st , received additional information requested from bwi representative stating that the noise occur on both carto and the recording system at the same time. The physician was not able to interpret or distinguish the signals. Due to the additional information, this complaint became reportable. Awareness date changed from (B)(6) 2013.